Manufacturer narrative:
Zimmer biomet complaint number (B)(4). PMA/510k: k133339.

Event description:
It was reported that implant fractured, likely caused from clenching/grinding. Tooth # 19. Symptoms as a result of the event: none indicated.

Manufacturer narrative:
An imp, tsv, 4.7, 10, mtxf, mg,ha (tsvtwh10) was returned for investigation. Visual inspection of the as returned product identified worn markings due to usage, bone, blood and a fracture at the collar. No pre-existing conditions were noted on the per. The reported device location was #19 and was used for approximately 4 years pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (63893933). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63893933) for similar event and no other complaint was identified. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information available at the time of this report.